Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level was 600 mg/dl, and treated with manual injections. Customer stated that their levels started to go high after changing the infusion set. The customer's blood glucose reading when she arrived to the emergency room was 126 mg/dl, and was wearing the device at the time of visit. Customer will monitor and call back if problems persisted. Nothing was replaced or returned.